Manufacturer narrative:
Result: there is no visual damage to the px slim microcatheter or medikit 4f cobra guide catheter. A px slim microcatheter with a stiff mandrel inside was advanced through and out of the distal tip of the medikit 4f cobra guide catheter. The px slim microcatheter was advanced through the 4f guide catheter with a 0.014" guide wire instead of a mandrel and the microcatheter encountered resistance when going through the guide catheter. The maximum outer diameter of the px slim microcatheter was measured and was within specification and the minimum inner diameter of the guide catheter was measured at 0.040". Conclusion: the complaint has been evaluated. The complaint indicates that the px slim microcatheter could not move while it was inside the medikit 4f cobra guide catheter. Evaluation of the returned devices revealed that when using a stiff mandrel inside the px slim microcatheter, the catheter would advance through the guide catheter. However, when the microcatheter was inserted into the guide catheter with only a 0.014" guide wire for support, the catheters were not compatible. Based on the investigation of these devices, it was determined that the small clearance between the catheters (when both catheters are within their dimensional specifications) can create excessive friction during use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the abdominal aortic using a px slim delivery microcatheter. The patient was given tae for type 2 endoleak. During the procedure, the physician deployed two coils into the right fourth lumbar artery. Then px slim could not be moved inside the guiding catheter when approaching to the median sacral artery. The procedure was completed with a sniper 2 high flow and three coils. Physician's comment: I cannot determine the cause. I would like you to investigate it.

Manufacturer narrative:
Results: there is no visual damage to the pxslim microcatheter or medikit 4f cobra guide catheter. The pxslim microcatheter was advanced through and out of the distal tip of the medikit 4f cobra guide catheter. A 0.025" mandrel was introduced through the hub of the pxslim microcatheter and advanced distally without an issue. The pxslim microcatheter was introduced through the hub of the medikit 4f cobra guide catheter and advanced distally without an issue. The pxslim microcatheter and medikit 4f cobra guide catheter are both functional and compatible. Conclusions: the complaint has been evaluated. The complaint indicates that the pxslim microcatheter could not move while it was inside the medikit 4f cobra guide catheter. Evaluation of the returned devices did not confirm the complaint. Both the penumbra pxslim microcatheter and the non-penumbra guide catheter were functional and compatible together during testing. It is possible that tortuosity in the patient's vessels made it difficult to maneuver the pxslim microcatheter while it was inside the medikit 4f cobra guide catheter. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.